Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that 2.4mm volt(tm) locking screw 18mm t8, 2.4mm volt(tm) locking screw 19mm t8, volt lock scr ø2.4 t8 l10 sst, volt lock scr ø2 t6 l17 sst, volt lock scr ø2 t6 l15 sst, 2.4 volt(tm) condylar pl 2h hd/6h/54mm, and 2.0 volt(tm) comp strght pl 10h/52mm were involved in an event during an open reduction and internal fixation of the distal radius and ulna. During fixation of the ulna, one hole in each of the 2.4 volt condylar plate 6h and 2.0 compact volt straight plate had difficulty accepting locking screws. Multiple locking screws of different lengths were tried, and the holes were redrilled at the nominal angle. After several attempts, the holes eventually accepted the locking screws. There was no reported patient or user harm, and no significant delay occurred.